Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010302 and lot number 43dqd764 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 years post implant of ventralex mesh, this obese patient was diagnosed with abdominal pain, hernia recurrence, bacterial infection, abscess, enterocutaneous fistula and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions, fistula and infection as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4) and lot number 43dqd764 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex mesh. Addendum per additional information provided: 28-nov-2006 - patient was diagnosed with umbilical hernia thereby underwent open hernia repair with the implant of ventralex mesh. Per operative notes, ¿the preperitoneal fat was excised and a large hernia sac included. A medium ventralex mesh was placed over and secured.¿ (B)(6) 2015 - patient visited hospital with mid abdominal pain with fluid discharge from the periumbilical region appear to possible stitch abscess or infected mesh thereby provided antibiotics. (B)(6) 2016 - patient was diagnosed with enterocutaneous fistula, infected mesh and recurrent incarcerated ventral hernia thereby repair with resection of infected mesh. Per operative notes, ¿the hernia sac around the umbilicus was dissected down to the fascia. Dense adhesions were taken down from the anterior abdominal wall around the hernia, its mesh and sac. The skin around the opening of enterocutaneous fistula was cut to free up the complex hernia and adhesed small bowel. This segment was resected and anastomosis was performed. The hernia defect was then repaired with surgimend (biologic mesh)." Attorney alleges that the patient had adhesions, bowel removal, fistulae, emotional injuries, infection, pain, hernia recurrence, chronic wound purulent discharge and foul-smelling greenish discharge.